Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that a falsely depressed gentamicin (gent) result was obtained on a dimension vista 500 system. Siemens healthcare diagnostics headquarters support center (hsc) has reviewed the information provided by the customer and the instrument data. Calibration and quality control results were within conformance. The repeated elevated result was confirmed on the same instrument. This was an isolated incident and no product non-conformance was identified. The cause of the event in unknown. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed gentamicin (gent) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The same sample was reprocessed, in duplicate, on the same instrument and higher results were obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant depressed gentamicin result.